Manufacturer narrative:
Patient information was unavailable from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the sugita headframe adapter did not lock properly. There was a fixation failure. The surgery was completed with continuous use of the navigation system. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there was another navigation system in the facility so that system was used. The rep also indicated the facility was not returned the defective product for analysis.